Manufacturer narrative:
Unable to verify s/w due to critical pump error (open book). Pump received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No blank display noted. Pump received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. Pump received with cracked case behind the pump at the battery compartment and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump did not turned on and it was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump had crack on the battery side. The customer was assisted with troubleshooting. The insulin pump was dropped. The device will be returned for analysis.